Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results. The customer stated two (2) erroneous results were released out of the laboratory; however, there was no report of change or impact to patient treatment. There was no report of an adverse event associated with this event. The customer was unwilling to provide data.